Manufacturer narrative:
The failure investigation has been completed and the alleged fill estimate and occlusion issues were verified. Based on the analysis, the alleged fill resistance issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred and that the fill estimate was inaccurate. Reportedly, the customer simply cleared the occlusion alarm, successfully loaded a new cartridge, received an accurate fill estimate, and resumed insulin delivery to address the issues. Additionally, it was reported that resistance was experienced during the fill process. Reportedly, customer applied more pressure to the plunger and continued to use the existing cartridge for insulin therapy. Customer's blood glucose level ranged from 130 mg/dl to 220 mg/dl.